Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby mode. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the v60 would not go into standby mode. Onsite service is currently pending.

Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate and resolve the reported issue. The fse then replaced the power management (pm) printed circuit board assembly (pcba) and power supply to resolve the reported issue. The customer replaced the pm pcba and power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11-d4: UDI (B)(4).